Event description:
It was reported the connection of the ars syringe and needle was not secure.

Manufacturer narrative:
(B)(4). The customer returned various components including an introducer needle for analysis. Visual analysis revealed that the needle cannula had become completely dislodged from the needle hub. There was little to no evidence of adhesive residue observed on the needle cannula and needle hub. This signifies that manufacturing likely caused or contributed to this event. The needle cannula outer diameter measured 1.267mm which is within the specification limits of 1.26mm-1.28mm per the cannula graphic. The inner diameter of the hub measured .059" which is within the specification limits of .0585"-.0605" per the hub graphic. Functional inspection could not be performed due to the damage on the introducer needle. The needle cannula was able to be easily removed and re-inserted into the needle hub. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit states: "do not attempt to remove needles that have been placed into sharpsaway ii locking disposal cup. These needles are secured in place. Damage may occur to needles if they are forced out of disposal cup." The reported complaint that the needle cannula detached from the hub was confirmed through complaint investigation. The needle cannula had become completely dislodged from the needle hub. There was little to no evidence of adhesive residue observed on the needle cannula and needle hub. This signifies that manufacturing likely caused or contributed to this event. A nonconformance request has been initiated to further investigate this issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the connection of the ars syringe and needle was not secure.